Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed one other similar product complaint(s) from this serial number. Device has not yet been returned for evaluation.

Event description:
It was reported by the biomedical engineer that the sr 8 ultrasound system will intermittently freeze and they have to unplug it and shut down the unit to get it to resume normal functionality.